Event description:
Meter name: one touch ii. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: low sugars and shaky. A pt reported they were hospitalized. Their meter allegedly was inaccurately erratic. The results on their meter were 50's, 45 and in the high 400's (no units). The results from the hosp was unknown. The time difference between pt's meter and hosp was unknown. Treatment was sugar. No further info has been reported.